Manufacturer narrative:
The primary issue of tcmid06 was confirmed. However, the "tcmid06" (ce post failure) complaint could not be replicated. No issues were found with the cooling engine. Based on the evaluation, it appears the refrigerant in the compressor was mixed with bubbles during transportation therefore, causing the error message. The console was returned in good condition. However, a nut and lock washer was found loose inside the display head. Review of the event log revealed three (3) tcmid06 error messages had occurred in less than 20 minutes. An overnight burn-in test was performed and the console passed functional testing. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n: (B)(4)) displayed a "tcmid06" (ce post failure) during a self-test. Despite multiple attempts, the issue continued. Additionally, an error message of 5.6.0 also occurred multiple times. There was no patient involvement.